Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 11 am with blood glucose of 400 mg/dl. The customer's current blood glucose is 79. The customer mentioned that they were admitted to the intensive care unit for diabetic ketoacidosis. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea and shortness of breath due to high blood glucose. The customer treated high blood glucose with insulin drip and insulin injection. Customer was unable to complete carelink upload. The customer declined further troubleshoot for high blood glucose. The device will not be returned for analysis.